Event description:
It was reported that a pump alarms for a system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce the system error 322. The device was not in specification caused by an unsecured connection between the upper aux and the input/output printed circuit board (I/o pcb). The upper aux has been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.